Event description:
An infant being treated with the infant flow system via a mask experienced "necrotic breakdown" on one ear. The pt has since been removed from CPAP treatment, and the necrosis treated wtih an ointment.